Event description:
The customer reported elevated creatine kinase-mb (ck-mb) and troponin I (accutni) results, above the normal reference range, for one pt involving unicel dxc 600i synchron access clinical system. The elevated results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) performed and completed preventive maintenance (pm) on (B)(4) 2009. The fse noted there were no hardware issues with the unit. The fse verified repair per established procedures. System results conformed to the MFR's published performance specifications. Pt samples were drawn in lithium heparin plasma tubes by lab phlebotomist. The customer reported quality control (qc) was within range prior to and after the event. System check performed on (B)(4) 2009, passed all parameters. This reportable event was identified during a retrospective review of product complaints conducted from jan 1, 2008 through oct 23, 2010 for additional reportable events.